Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer loaded 300 units and indicated that the leak occurred between the pump and the cartridge. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.